Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were intermittently observed in the infusion set tubing. Tandem technical support educated the customer on how to prime air bubbles out. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 200-300 mg/dl. Customer declined to provide further information.